Manufacturer narrative:
(B)(4). Concomitant medical products: 00875704801, shell with cluster holes,62446040, 00877503202, biolox femoral head, 2697053, 0100551105, fitmore femoral stem, 2605633, 00625006525, self tapping bone screw, 62444801. Reported event was confirmed by review of x-rays and operative notes provided. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a hip revision due to pain and instability. The liner and cup were removed and replaced. No additional information was provided.